Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, it was reported that "the universal tracker became loose from the holding pin to the instrument clamp. Resulted in inaccuracy with navigation system". The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, it was reported that "the universal tracker became loose from the holding pin to the instrument clamp. Resulted in inaccuracy with navigation system". The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.